Event description:
Info that was received during a visit to a customer indicated that three to six patients developed deep-vein thromboses (dvts) following the treatment of great saphenous veins with the vari-lase system. No info is available regarding the severity or treatment of the dvts. Based on a review of the clinical practices that were followed in these cases, the dvts were the result of after care that was inconsistent with established standards of care.